Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. A service record (sr) was opened on may 18, 2021 for this event. Over the phone, a company representative confirmed the vitrectomy probe was functioning properly after the surgery. This service record (sr) was then cancelled on june 9, 2021 by the company representative after confirming proper function. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgical procedure with an ophthalmic console an anterior vitrectomy cutter did not work. When testing the anterior vitrectomy cutter it worked for 10 seconds then stopped. The probe was replaced but did not resolve the issue. The procedure was completed with no harm to the patient.